Event description:
A very deep v shape laceration on (l) little finger during transfer, resident caught little finger between the side of gerichair, from gerichair to bedinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design - inadequate, modification of device - by user. Conclusion: intermittent failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.